Manufacturer narrative:
Corrected information: section h4 : device manufacture date : the initial report stated that the device manufacture date was september 30, 2019; however, the correct device manufacture date is october 15, 2019 as provided in this report. Additional information: section h3 : device evaluated by manufacturer? Yes. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. This occurrence is likely not associated with a manufacturing assignable cause. A search in complaint system revealed no additional complaint was received for this lot. This complaint appears to be an isolated incident. No new risks were identified as part of this investigation conclusion: since the root cause is likely not related to the manufacturing process and the report does not indicate a trend, no further actions are recommended at this time. These types of complaints will continue to be monitored. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Phone number: (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of endophthalmitis 48 hours after the cataract surgery in one patient. The doctor uses visco from ophtalmos, traceable cassette. There were three (3) surgeries performed on the same day and only one patient had the issue. It was indicated that the patient is temporarily impaired and that their daily activities are significantly affected. The doctor is looking into all items used during the surgery including the healon endocoat. No further information was provided.